Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain in the penis due to the buckling of the cylinder. A surgical procedure was performed to remove and replace the cylinder. The reservoir and pump were kept implanted. No additional patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain in the penis due to the buckling of the cylinder. A surgical procedure was performed to remove and replace the cylinder. The reservoir and pump were kept implanted. No additional patient complications were reported.

Manufacturer narrative:
Correction to field h6: device codes.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders of this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that both cylinders had a hole in the proximal end of the cylinder from sharp instrument. Both cylinders had wear at fold in the proximal end of the cylinder. Both cylinders had a leak from sharp instrument in the proximal end of the cylinder. Based on the information available and analysis results, the sharp instrument damage is considered a secondary failure, so the allegation of mechanical issue is unable to be confirmed. The reported patient symptom of pain is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain in the penis due to the buckling of the cylinder. A surgical procedure was performed to remove and replace the cylinder. The reservoir and pump were kept implanted. No additional patient complications were reported.